Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Dilatation catheter: 1.5x12 mini trek, 3.0x10 ryugen nc. Guide wire: bmw universal ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x18 mm xience prime stent was implanted in the predilated, right coronary artery. After post dilation using a non-abbott balloon, an edge dissection was noted at the distal edge of the stent. A 3.0x15 mm xience prime stent was implanted to successfully cover the dissection. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.